Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a red, oozing rash around her breasts. The patient's dermatologist prescribed triamcinolone acetamide cream for the irritation, and the irritation reportedly improved.